Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion complaint was not confirmed or replicated during laboratory testing. Time rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The suspected pump module s/n 13387620 underwent preventive maintenance with alaris system maintenance v.12.3, the suspect passed all its tests without any complications. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. On february 09, 2025, at 10:28am, pump module 13387620 programmed, (etoposide), rate = 763ml/h, vtbi = 800ml, an infusion delay of 8 minutes was programmed, infusion standby and infusion started. On february 9, 2025, at 11:33:40 am, infusion completed with 800.023 ml infused; a new infusion was scheduled at 763 ml/h, vtbi 500 ml, concentration 0.3342 mg/ml, and infused 986.56 ml before pcu powered off. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. If the device is observed damaged/not functioning as expected, send to biomedical engineering. ¿if container requires venting, open vent cap on administration set spike.¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event of an under infusion could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed.

Event description:
It was reported pump alerted that the programmed volume to be infused of 800ml had completed however there was over 200ml volume remaining. Volume to be infused on pharmacy sticker was for 763 ml. Clinician programmed volume of 800 ml to be infused. Pump was reprogrammed to infuse the remaining volume. There was patient involvement, but no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump alerted that the programmed volume to be infused of 800ml had completed however there was over 200ml volume remaining. Volume to be infused on pharmacy sticker was for 763 ml. Clinician programmed volume of 800 ml to be infused. Pump was reprogrammed to infuse the remaining volume. There was patient involvement, but no patient harm.